Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). The device remains implanted, so no engineering evaluation could be performed.

Event description:
The patient presented with an aneurysm in the popliteal artery which was treated with two gore® viabahn® endoprostheses on (B)(6) 2017. Successful deployment of the gore® viabahn® endoprosthesis and an aneurysm exclusion was reported. During the color flow duplex ultrasound, performed on (B)(6) 2017, a complete thrombosis of the left superficial femoral artery and left popliteal without any critical ischemia symptoms and without any trophic disorder of left foot was diagnosed. It was stated that the patient received drug therapy in order to treat the occlusion.